Manufacturer narrative:
All available information was investigated and the reported clip open during efaa was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr), vessel tortuosity, and a restricted posterior leaflet for a mitraclip procedure. The first clip was placed medial on the valve. After releasing the clip delivery system (cds), the clip tilted. The clip was stable on both leaflets with the mr reduced, but it seemed that posterior leaflet was not sufficiently grasped or that a chordae was partially grasped. The second clip (cds 31009r1120) was used to reduce the mr. After the leaflet was grasped, the deployment sequence was started. The clip could not establish final arm angle (efaa) after several attempts. The clip continuously opened to a 60 degree angle. Standard troubleshooting was performed, and it was decided to remove the clip from the valve. The clip was retracted into the left atrium (la), and final arm angle could be established. The clip was removed from the anatomy. On the back table, efaa was tested again and could be established. The clip opening while locked could be observed clearly in fluoroscopy. Another device was used to complete the procedure. There were no complications, and the mr was sufficiently reduced to grade 1. There were no adverse patient effects or clinically significant delay.